Event description:
It is reported that the etching on the shell does not fit well with the liner. The surgeon found it difficult to insert the liner. He was able to reposition the liner and finished the surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.